Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g2, h6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported unknown side rupture. The device remains implanted.

Event description:
Patient reported diagnosis of right side "bia-alcl" and a "painful recovery." The device was explanted with a "full capsulectomy." Histopathological markers cd30+ and alk- have been received. Treatment: device explant, full capsulectomy.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6) 2021. Reason for reoperation: "bia-alcl" implanting physician: (B)(6) address: (B)(6) phone:(B)(6) implanting institution: (B)(6). Explanting physician: (B)(6) address: (B)(6) phone: (B)(6) explanting institution: (B)(6).

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. The device remains implanted.